Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedances, and the atrial lead exhibited oversensing. The physician attempted to revise the rv lead, but was unable to obtain adequate sensing and capture thresholds and subsequently reconnected the old lead. The atrial lead was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: products 5071 implantable pacing lead - 1998-(B)(6). (B)(4).